Event description:
Data was collected retrospectively from epilepsy patients with vns aspiresr implanted between june 2014 and june 2017 by a single surgeon in order to compare the efficacy of the aspiresr to preceding vns battery models for battery replacements and new implants. This article reports several events, including vocal cord paresis and suspected lead migration, and high impedance. This report captures the product problem event of high impedance attributed to the lead. The adverse events in the article that are attributed to the lead (vocal cord paresis and suspected lead migration) are captured in mfg report # 1644487-2018-00971. It was reported in the article that a patient's device showed high impedance and low output current. It was noted that the high impedance was seen with the patient's previous device as well, but that the patient had made an informed decision at the time to decline a lead revision surgery. The patient was still seeing a reduction in seizure frequency with vns. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).